Event description:
It was alleged that the mattress was torn and defective. There were no pt involvement or adverse consequences reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if additional info is received, a follow-up report may be submitted.